Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Film evaluation summary: the reported deployment issue could not be confirmed based on the limited still angiograms provided. Therefore, the cause of the event remained undetermined. Lack of pre-implant CT scans did not allow for assessment of the pre-implant anatomy, and videos documenting the deployment attempts were unavailable for evaluation. Photo evaluation summary: one image capturing a section of the graft cover, stent graft and taper tip was received. There was no deformation evident to the front end of the device. The reported deployment/expansion issue could not be confirmed based on the image review. B5; additional information received: it was confirmed that the trigger was attempted to be used during deployment but it would not move during the attempt. The deployment steps were followed per the instructions for use. The device was inspected before use and no issues were noted. There was no resistance when advancing or removing the device. The issue occurred when the physician was unable to rotate the blue handle and unable to pull the trigger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant captivia stent graft was attempted to be implanted during the treatment of a penetrating aortic ulcer. It was reported that during the index procedure, the delivery system was advanced to the aortic arch, however the stent could not be deployed. The delivery system was removed and procedure aborted. It was stated that conservative treatment was planned for the future. Per the physician, the cause of the deployment difficulty is undetermined. No additional sequelae were reported and the patient will be monitored.